Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up in clinic, slow inductive telemetry was noted on the device during interrogation. No intervention has been performed. The patient was in stable condition.